Manufacturer narrative:
Follow-up #1: date of submission 01/30/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings: during investigation, the display screen was found to be dim and discolored. The complaint of a blank screen was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the display screen was blank. After changing the batteries multiple times, the issue reoccurred. The pump had audible tones but the screen remained blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.